Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the infusion set to address the issue. Reportedly, the customer was using cold insulin. Tandem clinical support informed the customer that using cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was 350 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.